Manufacturer narrative:
G4: 16jan2020. B4: 17jan2020. The service support technician performed an evaluation and confirmed the reported problem. The service support technician then replaced the touchscreen to resolve the issue. Performed functional and performance specification test after the repair, in which the unit successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/14/2020.

Event description:
The customer reported that touchscreen was not functioning. There was no patient involvement.